Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02326, 3007042319-2015-02327 and 3007042319-2015-02328) submitted for devices related to the same event.

Event description:
The vad (ventricular assist device) coordinator in (B)(6), that the patient experienced "power switching". An elective controller exchanged was performed in which it was reported that the patient had no symptoms during the exchange. Investigation is ongoing. This is report 1 of 3.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed evidence of power switching three days prior to the reported event date (B)(6) 2015. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. This was followed by a vad stopped alarm on "(B)(6) 1015" at 19:12:47 pm which was as a result of a vad disconnect, possibly related to the controller exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. It's possible the switches were caused by a communication error between the controller and batteries. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02326, 3007042319-2015-02327 and 3007042319-2015-02328) submitted for devices related to the same event.